Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros bhcg results were obtained from a non-vitros (biorad) level 1 (l1) quality control (qc) fluid when tested using a vitros 5600 integrated system. Additionally, a vitros bhcg within-run precision test on the biorad l1 qc produced two replicate results outside of acceptable guidelines. The assignable cause of the events was instrument related, as the vitros bhcg within-run precision test was outside of acceptable guidelines. Acceptable performance of the vitros 5600 integrated system was obtained after replacing the microwell reagent metering proboscis/piston assembly. Prior to the event, historical bhcg quality control data was acceptable, indicating vitros bhcg reagent lot 2170 was performing as intended and did not likely contribute to the event. The assignable cause of the events was an instrument issue.

Event description:
A customer obtained non-reproducible, higher than expected vitros bhcg results from a non-vitros (biorad) level 1 (l1) quality control (qc) when tested using a vitros 5600 integrated system. Additionally, a vitros bhcg within-run precision test on the biorad l1 qc produced two replicate results outside of acceptable guidelines. Qc results - biorad lot 40940 l1 results of 16.57and 19.08 miu/l versus the expected result of 5.3 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es qc results and the precision results outside of acceptable guidelines were obtained from a non-patient qc fluid. However, the investigation could not rule out that patient samples were not, or would not be affected if the event was to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).